Event description:
It was reported that during deployment of the embolization coil, the coil prematurely detached, partially in the microcatheter and partially in the aneurysm. The coil was retrieved using a gooseneck snare. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis results: the microvention device was returned with the embolization coil detached from the delivery pusher. The tether material that normally secures the embolization coil to the delivery pusher was broken. The remainder of the device is normal in appearance. The root cause of this complaint cannot be determined.